Event description:
It was reported by the customer "they had an incident where the sherlock 3cg stylet wire broke off and was found on chest x-ray. She stated that this happened today, (B)(6)2022.".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "they had an incident where the sherlock 3cg stylet wire broke off and was found on chest x-ray." She stated that this happened today, 11/17/2022. Per medwatch: "after placement of PICC, noted guidewire fragment in pulmonary vessel. Insertion guidewire in sharps container. Wire fragment appears to have broken off the 3cg wire which is located inside the PICC line. Wire fragment retrieved by interventional cardiology."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regu1698 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed. One segment of a 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The segment was found to be approximately 1.9 cm long, and the epoxy tip of the stylet was not found on the returned segment. A kink was observed in the stylet segment near one end. A microscopic observation revealed the break site nearest the kink in the stylet segment was flat and distinct with a relatively small amount of plastic deformation and delamination on one side of the break surface. Striations were observed on this fracture surface directly across from the area of the break site which exhibited plastic deformation. A relatively large amount of plastic deformation was observed at the other break site; however, striations were observed on a flat portion of this break site directly across from the largest area of plastic deformation at this break site as well. The flattest areas of the break sites were also observed to be smooth and somewhat lustrous. The striations observed on the flat and lustrous portions of the break sites suggest the stylet was damaged by a sharp instrument before ultimately breaking due to forces encountered during handling and/or placement of the device. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer "they had an incident where the sherlock 3cg stylet wire broke off and was found on chest x-ray." She stated that this happened today, (B)(6) 2022. Per medwatch: "after placement of PICC, noted guidewire fragment in pulmonary vessel. Insertion guidewire in sharps container. Wire fragment appears to have broken off the 3cg wire which is located inside the PICC line. Wire fragment retrieved by interventional cardiology."